Event description:
It was reported that a device was used during an unknown procedure. The inner gasket tore and fell into the abdominal cavity. The surgeon removed the piece and completed the case. There were no consequences to the patient.